Event description:
A 56-year-old female with an impella cp (sn (B)(6)) placed on (B)(6) 2026 for acute myocardial infarction and cardiogenic shock (pre support scai stage d) experienced concerns for possible groin bleeding at the impella access site. Upon assessment, the provider and bedside nurse removed the dressing and confirmed that the impella arterial access site appeared intact with no evidence of bleeding; instead, the bleeding originated from the venous sheath. The provider placed a stitch at the venous sheath site, which successfully controlled the bleeding, and the patient¿s condition improved. Overnight on (B)(6) 2026, the patient developed urine discoloration consistent with hematuria/hemolysis while on impella support. The care team had previously planned impella removal to support cardiac recovery, and the device was explanted as scheduled on (B)(6) 2026 at 08:42 in the cath lab. Hemolysis resolved following impella removal. Imaging confirmed appropriate pump position, and there was no evidence of interaction with the mitral apparatus. No blood products were required. The patient survived to explant, and the device was not removed due to a device related failure. The pump is expected to be returned for evaluation. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hemolysis/mechanical interaction with blood could not be determined due to insufficient clinical information and no return of the device. Regarding the major bleed/access site adverse event, the cause was likely use related since provider placed additional stitch/suture around the venous sheath to stop bleeding. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name was corrected accordingly.